Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 seal on the plastic package was compromised. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Prior to the case, the circulator was preparing the operating room for surgery. Upon opening the cardboard box, the nurse observed that the seal on the plastic package was compromised. The nurse set the device to the side and opened a second unit for the case. Account is requesting that replacement vh4000 be sent to the (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 seal on the plastic package was compromised. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Prior to the case, the "cisrulator" was preparing the o.r. For surgery. Upon opening the cardboard box, the nurse observed that the seal on the plastic package was compromised. The nurse set the device to the side and opened a second unit for the case. Account is requesting that replacement vh4000 be sent to the attention of (B)(6).